Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the tornado button was not working on arm 1. The operating room staff stated the site was getting a patient clearance at max limit message, but tornado would not move in either direction. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed logs and noted error 25745 for arm 1 patient clearance down button. Prior to calling in the site rebooted the system with no change. The tse had site perform hard reboot with no change. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse determined that the issue was related to the tornado down control button on the usm and confirmed it via error logs. The fse went on site and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed /replicated the reported complaint. The unit generated 25745 error during normal mode pointing to spar toggle switch assembly (spar toggle down). The spar button (spar rocker switch) was sticky and not making full contact. Fa found heavy sign of fluid intrusion on the axes controller spar button board (acsb) 3 switch assembly during investigation. As a fix to the reported problem, the acsb3 switch assembly (spar toggle switch) will be replaced. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 25745: a patient clearance at max limit message occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: it was reported that during a da vinci-assisted procedure, the tornado button was not working on arm 1. It is unknown if a universal surgical manipulator (usm) was disabled/abandoned after the start of the procedure and if the surgeon was able to continue with the procedure with 3 or 4 arms, however, a usm was replaced after the completion of the procedure due to multiple 25745 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.